Event description:
The plainiff alleges that over the past several years, plaintiff has had increased difficulty with dry skin, itchiness, hay fver type symptoms, and fatigue. In 1997 plaintiff was diagnosed with asthma. As plaintiff's attacks became more severe plaintiff began to experience chest pain, a sensation of suffocating, and more extensive shortness of breath at the time that attacks occurred. Prednisone was prescribed to help control what were thought to be asthma attacks and subsequently gained 30 or 40 pounds in weight. As reactions progressed, plaintiff described prolonged coughing spells, chest pain, a feeling of "peanut butter" in the throat, shortness of breath, expirations of yellow mucus, fatigue, and brocho spasm. On or about june 16, 1999, it was first suggested by a physician that plaintiff may have a latex allergy or hypersensitivity. Symptoms ultimately became so severe that plaintiff was required to quit employment as a nurse. Plaintiff tried on a number of occasions to return to work and to modify exposure in the work environment, but these efforts proved unsuccessful. In addition to inability to return to work, plaintiff has been severely limited with respect to a vast number of other activities in which plaintiff has historically participated. It has become extremely difficult for plaintiff to ride horses, walk, swim, participate in aerobics, garden, and hike; and that these are all activities plaintiff enjoyed in the past. Plaintiff's current participation in these activities is severely limited by latex induced condition. It is necessary to hire cleaning people to do the house work, and even then plaintiff must stay out of the house for quite sometime thereafter to avoid triggering of symptoms by the various cleaning agents. Plaintiff must now often avoid a variety of settings in which latex related condition may be triggered, including restaurants, parties where balloons may be present, shops that sell such items such as balloons, and grocery stores that carry such items. Plaintiff has been restricted in visiting relatives in the hosp, such as plaintiff's sister who was recently at hosp for child birth and grandmother who was in a terminal condition at a nursing home. Plaintiff alleges that plaintiff is further generally unable to take children to the doctor's office because latex is used in that environment. Plaintiff is restricted from many other types of employment that would make use of the skills that plaintiff has gained. Many products used in home care, for example, have latex components, plaintiff cannot work in a hosp or clinic at all and she cannot even teach nursing that involves any sort of medical rotations or activities. Plaintiff current complaints and conditions include contact dermatitis, hives, asthma, pulmonary damage, difficulty breathing, sinusitus, middle ear infections, cracking and bleeding hands, shortness of breath, knife-like sensation in plaintiff's chest, brochitis, frequent recurrent infections, and periodic type one anaphylatic reactions. Severe reactions to dust, significant limitations on sexual activity, fatigue, malaise, and headaches. Latex allergy has been diagnosed by a number of methods, including a direct contact test; plaintiff's current medications include ventolin, serevent, flovent, veconase, tilade, allegra and benedryl. Plaintiff has suffered severe pain and suffering, and will continue to experience pain and suffering to a significant extent in the future. Furthermore plaintiff has incurred and will in the future incur expenses for medical care and treatment and will suffer and has suffered wage loss and loss of earning capacity. Plaintiff has suffered and will in the future suffer emotional distress and the loss of enjoyment of life. Finally, the plaintiff's spouse alleges that spouse has suffered loss of support, services, the companionship of spouse and loss of consortium.